Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. Patient 1 initial ca2 calcium gen.2 result was 6.7 mg/dl and the repeat result was 9.2 mg/dl. Patient 3 initial tp2 total protein gen.2 result was 5.3 g/dl and the repeat result was 7.1 g/dl. Patient 8 initial bilt3 bilirubin total gen.3 result was 8.7 mg/dl and the repeat result was 6.0 mg/dl. The questionable results were reported outside of the laboratory. The repeat results were deemed correct. The calcium reagent lot number was 60814401 with an expiration date of 30-apr-2023. The total protein reagent lot number was 623521. The expiration date was requested but was not provided. The total bilirubin reagent lot number was 57884801 with an expiration date of 30-jun-2023.

Manufacturer narrative:
The analyzer alarm trace contains multiple abnormal aspiration, sample foam detection, sample clot detection, and sample short errors. These are indicators of possible poor sample quality. The field service engineer found a hole in the rinse mechanism tubing and replaced the tubing. He ran precision testing and operational and/or mechanical checks that passed. The customer ran qc that was acceptable. The investigation determined the service actions resolved the issue.